Manufacturer narrative:
H11: additional manufacturer narrative: updated: a4, b4, b5, b7, g3, g6, h2, h6 (type of investigation). H11: corrected data: h6 (health effect - clinical code).

Event description:
It was reported and learned through investigation that a patient with a 19mm 8300ab aortic valve underwent a pvl plug placement procedure after an implant duration of 3 months due to severe pvl. The patient presented with hemolytic anemia and dyspnea. The physician treated the pvl with a non-edwards' plug device. The patient was stable post procedure and pvl severity was reported to be reduced to mild.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 19mm 8300ab aortic valve underwent a pvl plug placement procedure after an implant duration of 3 months due to severe pvl. The patient presented with heart failure and hemolysis. The physician treated the pvl with a non-edwards' plug device. The patient was stable post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). Regurgitation is considered to be a pvl [paravalvular leak] if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Late paravalvular regurgitation most commonly occurs in the setting of infective endocarditis-related abscess formation which predisposes to suture dehiscence or the gradual resorption of partially debrided annular calcifications. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is procedural factors including improper seating or suturing. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: h6 (component code).